Event description:
Reporter indicated that vns pt underwent generator replacement surgery due to infection. It was reported that the original generator was explanted and that a replacement generator was implanted in the right subclavian area. The infection has reportedly resolved. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported infection.

Event description:
Product analysis was performed. A coil break was identified on the lead assembly, however, the break likely occurred during the explant procedure, and was not the cause of the reported issues. It is believed that the lead break occurred due to torsion of the lead as evidenced by the broken coil wires. An abraded opening in the silicone tubing was also observed. Dried body fluids were observed inside the tubing. Continuity tests were performed and no discontinuities were found. The likely cause of the pt's complaints was due to the opening in the silicone tubing. The opening may have occurred during the pt's reported event. The pt has had a new vns system implanted.